Manufacturer narrative:
A thorough review of the device history records as well as the sterilization records could not be performed as the product catalog number and lot number were not provided. Clinical evaluation: a hernia occurs when tissue, such as part of the intestine, protrudes through a weak spot in the abdominal muscles. The resulting bulge can be painful, especially when you cough, bend over or lift a heavy object. A hernia doesn't improve on its own, however, and can lead to serious complications. Surgery is recommended to repair a hernia that is painful or enlarging. Inguinal hernia is located in the area on either side of the pubic bone. Instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and other organs and careful attention to surgical mesh handling, suture, staple, or tacker fixation is required in the presence of nerves and vessels in the surgical field. The IFU also states adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method, and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes.

Manufacturer narrative:
We are in the process of investigating this event. Upon completion of the investigation a follow up report will be submitted. Related report: 3011175548-2017-00132, 3011175548-2017-00134, 3011175548-2017-00135.

Event description:
Received a report that stated that patient had a right inguinal hernia surgery and three mesh were implanted. Report states that he suffered from persistent excruciating testicular pain which led to a second surgery and the implant of a fourth mesh.